Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range shock impedance measurements. There was also noise noted on the shock channel. Boston scientific technical services (ts) reviewed the strip in question and recommended a chest x-ray to confirm the terminal pins are fully inserted into the device header and also max energy commanded shocks to test the system further. No adverse patient effects were reported. It was also noted that prior to discussing this case with ts, the clinical reprogrammed the patient's cardiac resynchronization therapy defibrillator (crt-d) to monitor only. This system remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).